Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with flap striae in patient's left eye (os). It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient complained of blurry vision in the left eye. Patient reported symptoms are not interfering with daily activities. Patient had flap lift and stretch in the left eye. Patient's symptoms resolved on (B)(6) 2018. Bcva pre-op refraction, right eye 20/20 -1.75 x .00 x 90, left eye 20/20 -2.00 x .00 x 90. Bcva pre-op refraction, right eye 20/20 .00 x .00 x 90, left eye 20/25 .00 x .00 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.